Manufacturer narrative:
Extrusion was reported. The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders that was the result of sharp instrument damage consistent with explant damage. Damage incurred during the explant process would not have contributed to the failure responsible for device explant. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22798723 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). While we are unable to confirm patient symptoms, the reported allegation of extrusion is a known inherent risk of the device included in our labelling. Based on the results of this investigation, no escalation is necessary. System components: reservoir: model: 72404155, lot sn: (B)(4), mfg date: 10/01/2018, exp date: 09/30/2020, gtin: (B)(4).

Event description:
It was reported that the patient experienced an extrusion of inflatable penile prosthesis(ipp) cylinder due to the extrusion of the cylinder by the urethral meatus. The patient could still urinate without difficulty and will be scheduled for an explanation of the prosthesis. A stable patient condition was reported.

Manufacturer narrative:
Additional information received that the health care facility associated with the event is medihelp. System components reservoir model- 72404155 lot sn- (B)(4) mfg date- 10/01/2018 exp date- 09/30/2020 gtin- 00878953003207.

Event description:
It was reported that the patient experienced an extrusion of inflatable penile prosthesis(ipp) cylinder due to the extrusion of the cylinder by the urethral meatus. The patient could still urinate without difficulty and will be scheduled for an explanation of the prosthesis. A stable patient condition was reported.

Event description:
It was reported that the patient experienced an extrusion of inflatable penile prosthesis(ipp) cylinder due to the extrusion of the cylinder by the urethral meatus. The patient could still urinate without difficulty and will be scheduled for an explanation of the prosthesis. A stable patient condition was reported.

Manufacturer narrative:
Additional information received that the device was explanted when the complication occurred. The tip of the cylinder was visible in the meatus when the patient came to a revision appointment with urinary symptoms. The patient reported difficulties in the urinary stream. Significant voiding symptoms after removal of the urethral catheter were not reported but the patient is recovering from his inflammatory process.

Manufacturer narrative:
System components: reservoir, model- 72404155, lot sn- (B)(4), mfg date- 10/01/2018, exp date- 09/30/2020, gtin- (B)(4).

Event description:
It was reported that the patient experienced an extrusion of inflatable penile prosthesis(ipp) cylinder due to the extrusion of the cylinder by the urethral meatus. The patient could still urinate without difficulty and will be scheduled for an explanation of the prosthesis. A stable patient condition was reported.